Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not saving the proper settings despite multiple attempts to fix it. Additionally, the pump was not accurately keeping time. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections.